Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip was difficult to deploy which required the use of forceps to successfully deploy the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and the clip deployment steps were performed. After removal of the release pin, the actuator knob was turned counter-clockwise. After more the 10 turns, the clip was still fully attached and had not released. Slight maneuvers were performed to release the clip, with additional actuator knob turns, but the clip did not release. One part of the cds was held with forceps, while the actuator knob was turned with additional forceps until the actuator knob was unscrewed from the cds. The forceps were used on the inner part of the deployment system while the delivery catheter (dc) handle was moved, and the clip was finally released. One additional clip was implanted without issue. The procedure was completed with 2 clips implanted, reducing the mr to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Correction: although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on jan 28, 2016, returned device analysis and investigation found this incident is not related to the field action issue. The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. Returned device analysis did not identify a device issue, as all components functioned as intended and all measurements taken met specification. Due to the condition of the returned device (no clip returned, coupler lodged in the compression coil) the reported difficult to deploy the clip and retraction issue with the actuator knob could not be replicated in a testing environment. The investigation determined that the reported difficulty deploying the clip was likely a secondary effect of the actuator knob retraction issue; however, cause for the retraction issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.